Event description:
The facility representative reported a colleague volumetric infusion pump with the channel a pumphead module keypad not working. During the product analysis lab evaluation at baxter, it was discovered that the open and stop keys on the channel a pumphead module keypad were not working. There was no adverse event, patient injury or medical intervention associated with this report. The software (B) (4), categorized as unremediated. There is no additional information available.

Manufacturer narrative:
(B) (4) there is a CAPA investigation associated with this complaint. (B) (4) the pump arrived and was evaluated by baxter. The reported issue was confirmed and duplicated. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.